Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been turned off for the past three months because ¿it wasn¿t working very well¿. During those 3 months, the patient had a bladder infection and had a ¿folding¿ catheter put in by the patient¿s healthcare provider (hcp). The reporter indicated that the patient had been on ¿four rounds of antibiotics¿. It was noted that the hcp mentioned that there would be ¿red and white blood cells with a catheter present¿. The patient was also noted to have been using pads. Stimulation was reportedly turned up to 4.2v and the patient could feel it ¿at times¿ but it didn¿t help with symptoms. It was indicated that the when the ins was first implanted, the patient noticed that it helped. Follow-up with the patient¿s hcp indicated that the cause of the event was unknown. The patient had not been seen post-operatively and no problems with the device were reported until (B)(6) 2013. It was then stated that the device ¿had not worked for months¿. The patient was informed reprogramming could be done to see if she could get back to where she was not leaking anymore but declined it. The reporter indicated that the patient was considering having the implant removed for an MRI scan. Patient outcome was indicated as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 093-28, lot# v931558, implanted: (B)(6) 2012. Product type: lead. (B)(4).